Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not returned. Additional information provided: two patients that experienced post op infections had prineo applied to their incisions. No product is available for return. Note: events reported on:mw# 2210968-2023-01473. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown cardiovascular procedure on an unknown date in 2023 and topical skin adhesive was used. The infection preventionist is investigating recent post-op infections for the cardiovascular department. Patient experienced post op infection had adhesive applied to their incision. The patient experienced an adverse event and there were patient consequences. Additional information has been requested.